Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) detached and the sealant did not deploy. The physician noted that the device didn¿t feel like it was deploying properly, so it was pulled out before deployment. At that time the physician and scrub noticed the shaft was flared out. A non-cordis 5f sheath introducer was used. The stick was in good position for closure device deployment, and the vessel was large enough to deploy closure device. Hemostasis was achieved by manual pressure. There was no reported patient injury. The product was stored as per labeling and opened in sterile field. The deployer¿s mynx training status was mynx certified. There was no posterior wall puncture. Procedural films are available. Other additional procedural details were requested but were not available. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 5f mynx control vascular closure device (vcd) detached and the sealant did not deploy. The physician noted that the device didn¿t feel like it was deploying properly, so it was pulled out before deployment. At that time the physician and scrub tech noticed the shaft was flared out. There was no reported patient injury. A non-cordis 5f sheath introducer was used. The stick was in good position for closure device deployment, and vessel was large enough to deploy closure device. The product was stored as per labeling and opened in sterile field. The deployer¿s mynx training status was mynx certified. No retrieval was necessary. There was no posterior wall puncture. Other additional procedural details were requested but were not available. Hemostasis was achieved by manual pressure. The device was not returned for analysis. A product history record (phr) review of lot f1932602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system separated-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 5f mynx control vascular closure device (vcd) detached and the sealant did not deploy. The physician noted that the device didn¿t feel like it was deploying properly, so it was pulled out before deployment. At that time the physician and scrub tech noticed the shaft was flared out. There was no reported patient injury. A non-cordis 5f sheath introducer was used. The stick was in good position for closure device deployment, and vessel was large enough to deploy closure device. The product was stored as per labeling and opened in sterile field. The deployer¿s mynx training status was mynx certified. No retrieval was necessary. There was no posterior wall puncture. Other additional procedural details were requested but were not available. Hemostasis was achieved by manual pressure. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, both button 1 and 2 were fully depressed. The sealant sleeve (shaft) was detached from the swivel. The procedural sheath was engaged to the device. Per microscopic analysis, the sealant was located inside the distal end of the sealant sleeve. Slight elongation was observed in the sleeve tubing and the proximal end of the sleeve was slightly damaged. A product history record (phr) review of lot f1932602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system separated-in patient¿ was confirmed during analysis of the returned device, due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.